Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was sounding an audible alert. Upon interrogation it was discovered that the patient's right ventricular (rv) lead had triggered an alert for low (tip-to-coil) pacing impedance. It was noted that the impedance trend is slow moving and suggests it is something physiologic causing the decline in impedance. The lead remains in use. No patient complications have been reported as a result of this event.